Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and minor scratched. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the pump fell and struck the ground, broke the clip and there is a crack in reservoir compartment and o rings are missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.